Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Visual inspection revealed, that the main coil, the delivery wire and introducer sheath were returned for this complaint. The coil was found inside of an unknown microcatheter. Also was found kinked and stretched. The delivery wire was inside the introducer sheath. Microscopic inspection, of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were found. For the main coil, the zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was detached. Dimensional inspection of the main coil revealed that the overall dimension of the zap tip and the primary coil matches with the specification while the number of the distal and proximal fiber bundles did not match the specifications. For the delivery wire, the overall dimension of the weld and wire arm as well as the wire zap are within the specifications.

Event description:
It was reported that the coil protruded from the catheter tip and interlocking buckle fell off. The moderately stenosed target lesion area was located in moderately tortuous and moderately calcified gastric veins. A 8mm x 20cm .035 interlock embolics was selected for use in gastric coronary vein embolization. During the procedure, it was noted that a total of three coils were used, however, when this device was advanced it could not be advance to one third of the way as it got stuck and at this time, the protective sheath could not be retrieved. The device was simply pulled out wih the coil protruding out of the catheter's tip upon removal from the patient. The system was replaced and the procedure was completed with another of the same device. Subsequently after the procedure, the coil was found stretched, and the interlocking buckle fell off. There were no patient complications reported and the patient is stable. It was further reported that there were no fiber bundles left inside the patient's body.

Event description:
It was reported that the coil protruded from the catheter tip and interlocking buckle fell off. The moderately stenosed target lesion area was located in moderately tortuous and moderately calcified gastric vein. A 8mmx20cm interlock-35 embolic was selected for use in a gastic coronary vein emobolization. Three interlock coils were used for the procedure. The second coil was unable to advance and stuck, and the protective sheath could not be retrieved despite many attempts but the system was replaced. The device was pulled out wih the coil protruding out of the catheter's tip upon removal from the patient. The procedure was completed with another of the same device. However, post procedure, it was noted that the reported damaged coil was stretched and the interlocking buckle fell off. There were no patient complications reported, and the patient was stable.